Event description:
It was reported that this right atrial (ra) lead experienced a deflection of capture. High capture thresholds were present. The patient experienced symptoms of tiredness, reprogramming was performed, and the patient felt better afterwards. No additional adverse patient effects were reported.